Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were not used to confirm the leak. Estimated blood loss was 25ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment. Sample is available for manufacturing evaluation and has been requested.

Manufacturer narrative:
The reported complaint is confirmed. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from the non-cavity ID end potting cut surface. The dialyzer failed at an airflow rate of 1710 ml/min. Visual examination of the submerged fiber bundle observed a steady flow of bubbles near the circumference of the fiber bundle. The leak was observed near the injection gate at 250 degrees of the noon-cavity ID end with the dialysate port situated at 0 degrees. The complaint investigator was unable to isolate the leaking fiber due to the coagulated blood surrounding the fibers. The inferior surface of potting of the cavity ID end was examined for a void. The inferior potting surface showed no signs of a void that could have caused a leak at the cavity ID end.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.